Event description:
Physician reported that patient complication was found at first follow-up visit. Post-operative x-rays show reduction loss with advised need for surgical intervention/revision, however, patient elected for no intervention. Patient pain levels are unknown. Current health status of patient is unknown. No further complications were reported.

Manufacturer narrative:
After reviewing all currently available information, we have not been able to determine a definitive root cause. However, because the involvement of our product in the reported issue cannot be ruled out as a potential cause or contributing factor, we are submitting this report in compliance with applicable regulations. Should any new investigative findings emerge that change the conclusions of this report, we will submit a supplemental report accordingly. We will continue to monitor these events as part of post market surveillance activities.

Manufacturer narrative:
During the follow-up interview with the physician, it was identified that implant construct assembly instructions were not followed. This deviation may be associated with the reported adverse event. Product records were reviewed and did not reveal any indication of nonconformance to specifications at the time of manufacture. However, because the involvement of the product in the reported issue cannot be ruled out as a potential cause or contributing factor, this report is being submitted in compliance with applicable regulations. Should new investigative findings emerge that alter the conclusions of this report, a supplemental submission will be provided. We will continue to monitor these events as part of our post-market surveillance activities.

Event description:
Physician reported that patient complication was found at first follow-up visit. Post-operative x-rays show reduction loss with advised need for surgical intervention/revision, however, patient elected for no intervention. Patient pain levels are unknown. Current health status of patient is unknown. No further complications were reported.